Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that randomly there won't be measuring values or histogram on the beginning and sometimes those disappear during use. According customer all connectors seems to be ok. There hasn't been difference if handheld is on docking station or not. They use it almost all the time connected to wall plug because they think that it is risk for patient if battery goes empty. Some users have used other devices because they can't trust that these are working ok. They use devices with every born baby on age of 2 hours. So mainly all patients are on normal condition. Devices are on birth hospital. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, no failures related to the complaint were found; however, a 10 beep anomaly was observed due a defective instrument board. This anomaly is caused by u21 (current limiter ic) reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. A service history record review reveals that this unit was in the field for over twelve (12) months with no previous reported issues prior to this reported event. Updated serial number to "(B)(4)". Updated device manufacture date to "02/20/2014".